Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
It was initially reported that the mayfield 2000 skull clamp was sent in for repair because the pressure only goes to 40 not to 60. The pressure will not go to 80. No pt contact, injury, or delay of surgery were reported. Add'l info was received on (B)(6) 2012 with the following: the product problem was discovered when the surgeon was trying to increase the pound per square inch (psi) when applying the clamp. The product was in contact with pt (age or gender unk). There was no injury. Date of the event was unk. The problem was described as the clamp was applied and when the knob was turned to increase the pressure to 60, the surgeon was unable to increase past 40. There was a slight delay in surgery (length of time unk). A replacement product was available to be used. The type of procedure was a craniotomy. Pt outcome was good.